Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose reading of 410 mg/dl. Troubleshooting was not performed for high blood glucose reading. At 6:00 am, blood glucose reading was 112 mg/dl. Customer fell at 7:00 am and the blood glucose reading was 214 mg/dl. After changing full set, blood glucose reading was 308 mg/dl than it increased to 410 mg/dl. The customer also reported physical damage on the screen. Customer was advised to discontinue the pump and revert to back up plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.